Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: due to the fact that no products were received we cannot determine a possible cause of the loosening. No CAPA is necessary.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: due to the fact that no products were received we cannot determine a possible cause of the loosening. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Cement has not solidified on the implant and the bone. Original surgical implantation of the 22.04.2015 (B)(6). Revision of the 31.03.2017 by (B)(6). All med watch submissions related to this report are: 9610612-2017-00497, 9610612-2017-00498.